Event description:
It was reported that this left ventricular (lv) lead showed a high capture threshold. This lv lead remains in service and will not be returned. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).